Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 497 mg/dl. The customer experienced different blood glucose level of 400 mg/dl and 450 mg/dl. The customer was treated with injection. Customer stated that they had no delivery alarm. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(6).

Event description:
The customer's weight information has been changed to (B)(6).